Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited competitive atrial pacing causing inappropriate atrial tachycardia/ atrial fibrillation. Programming changes were performed.